Event description:
Customer reported pump did not recognize tubing. One pump was received for evaluation. Upon power up, device did not recognize IV set and the air in line sensor malfunctioned. The battery was replaced. The tube sensor, air in line sensor, membrane and power cord were also replaced. Service personnel performed calibration and testing. After repair, device was found to meet specifications.